Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter stated "PICC catheter advanced through introducer. Resistance met. As catheter was retracted, noted catheter had broken off and guidewire was exposed. Remainder of catheter removed, chest x-ray obtained. Catheter fragment noted and infant transferred to chom for removal of retained fragment."

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. Based on the product experience report, it appears there was no sample available for return. Additionally, we did not receive any photographic or visual evidence that would have allowed us to further review your concern. Unfortunately, without the necessary evidence, we are unable to conduct a thorough investigation at this time. As a result, determining the root cause and corrective action is not feasible. If samples become available in the future, the complaint can be reopened for investigation. As there is no clear evidence suggesting that the product was manufactured incorrectly, no corrective actions will be implemented at this time. Argon remains committed to monitoring the issue closely to address any potential future occurrences. Additional information provided in h.6. And h.11.